Manufacturer narrative:
The field service engineer (fse) was dispatched to the site on (B)(4) 2008 to investigate the event. The fse replaced the peri-pump tubing and verified operation of the pump. Also,the fse verified the aspirate probe and dispense probe operation and volume checks. The ejector plate gap and aspirate probe deflection were both adjusted by the fse. Then the fse performed a 20 replicate precision run on accutni and passed within expected precision claims of the assay. The fse verified repairs per established procedures and all results met published specifications. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevate d accu tni (troponin I) results generated on a unicel dxl 800 access immunoassay system for one patient. The initial erroneously elevated result was not reported outside the laboratory. The customer re-ran the sample on a different instrument and the result was within normal reference range. A corrected report was reported outside of the laboratory. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.